Event description:
During follow-up, noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. Abbott technical support was contacted and confirmed the event. No intervention was performed. The patient was in stable condition.